Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas displayed alert 41 during the insulin shaft rewind process, and multiple restarts did not resolve the malfunction. Symptoms included no reported changes in blood glucose levels. Outcomes included shipment of a replacement device with the original device pending return. Investigation included remote troubleshooting attempts and arrangements for device return for evaluation. Investigation of this case revealed a rewind error consistent with an insulin drive subsystem malfunction, with no clinical adverse effects reported. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical or electronic malfunction within the insulin delivery mechanism.